Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. Further information requested but not received.

Event description:
It was reported that the patient's ipg was inoperable. The patient underwent an unrelated procedure and the ipg was unable to communicate with external devices following the procedure. Troubleshooting was able to successfully place the ipg in pairing mode and restore therapy to the patient.